Manufacturer narrative:
On (B)(6) 2017, the medical affairs director performed a clinical evaluation and commented as follows: femoral fracture in a female tha patient, few days after primary. Reasons for fracture not specified, it is conceivable that the femoral preparation may have weakened the bone. This is a commonly described possible adverse event following tha. There is no reason to suspect that the fracture was caused by a faulty device. Batch review performed on 16 january 2017. Lot 155660: (B)(4) items manufactured and released on 26 february 2016. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient fractured her femur. The cause of the fracture is unknown. The surgeon revised the stem and head. The surgery was completed successfully. X-rays available, explants are not available.